Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported they couldn't get their device to turn up the rate, and it would keep reverting back to the current setting. It was noted that it would synchronize but not work. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.